Event description:
It was reported that customer was having low blood glucose. Customer's blood glucose has been in the 40's mg/dl and 50's mg/dl all day. Customer's blood glucose was 60 mg/dl. Customer treated with soda, but blood glucose was not going up. Troubleshooting was done. Customer's blood glucose currently was 73 mg/dl. Customer stated that she has pancreas cancer and had procedure done from time to time. The customer was assisted to perform displacement test and test passed. Advised the customer to speak with her healthcare provider regarding low blood glucose and advised to monitor the insulin pump and call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.